Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: e1, e2, e3 the following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The additional information provided does not change the previously completed investigation. The root cause of the reported issues remains unknown.

Event description:
No further event information is available at the time of this report.

Event description:
It is further reported that the patient was being treated for an immune response to one of the alloys in the implant and was hospitalized for several months in 2017. The patient underwent a bilateral revision in (B)(6) 2021 and was implanted with a competitor's product. The patient is currently being monitored by rheumatology, pulmonology, nephrology, endocrinology and ophthalmology neurology specialist and is seen every three months. The patient also continues to be treated with methotrexate inj, humira inj, hydro chloroquine, prednisone, inhalers and blood pressure medications to keep down blood pressure due to kidney and organ damage.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient will undergo a revision in a few weeks due to increasing pain, dislocation and limited range of motion six (6) years following implantation of temporomandibular joint implants on the left side. The patient indicates that they have sarcoidosis with unknown etiology and they are unable to take a metal allergy test due to medication that may produce a false negative. A CT scan indicated heterotopic ossification around the implant. The patient has almost no jaw movement. A bilateral revision and replacement with custom devices is planned. It was reported that no further information is available

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00090. Medical products tmj system left standard titanium mandibular component 55mm / 12 hole, part# 24-6556ti, lot# 615960a; unknown mandible screw, part# ni, lot# ni; unknown fossa screw, part# ni, lot# ni. Occupation ¿ patient.

Event description:
It was reported the patient will require a revision at a future unspecified date due to various issues six (6) years following implantation of temporomandibular joint implants on the left side. The patient indicates that they have sarcoidosis with unknown etiology and they are unable to take a metal allergy test due to medication that may produce a false negative. Increasing levels of pain led to a CT scan which indicated heterotopic ossification around the implant and dislocation of the left joint. A revision and replacement with custom devices is planned at a future unspecified date. It was reported that no further information is available.